Event description:
A report was received that the patient was experiencing pain with the scs at the back. It was also reported that there was communication issues observed between the implant and the external equipment. A bsn sales representative performed device evaluation and confirmed that there was a problem. The patient was implanted with a new spinal cord stimulator. At this time, the pain had persisted.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Manufacturer narrative:
Explant date: 2007. The device was not returned to bsn. It is indicated that the ipg will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain with the scs at the back. It was also reported that there was communication issues observed between the implant and the external equipment. A bsn sales representative performed device evaluation and confirmed that there was a problem. The patient was implanted with a new spinal cord stimulator. At this time, the pain had persisted.